Manufacturer narrative:
Medical device lot #: 7068946, medical device expiration date: 02/29/2020, device manufacture date: 03/09/2017. Medical device lot #: 7019561, medical device expiration date: 01/31/2020, device manufacture date: 0/19/2017. (B)(6). Results: bd received representative samples as well as photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for luer adapter breakage with the incident lot was observed. The failure was not observed in the evaluation of the representative samples. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. The indicated lot numbers and reported condition will be tracked and trended.

Event description:
It was reported that bd vacutainer® luer adapter was breaking at the hub during collection on four instances. Two different lot numbers involved. No serious injury, no medical interventions. No mucous membrane exposure reported.